Manufacturer narrative:
The complaint device was not returned by the customer, therefore, no product analysis could be performed. Device data analysis noted higher than expected power consumption. However, the information provided was not sufficient to allow determination of probable cause. Hence, the complaint investigation conclusion code is cause not established.

Event description:
It was reported that pacemaker exhibited premature battery depletion (pbd). To date, this pacemaker remains in service. No adverse patient effects were reported.